Event description:
It was reported that, "the pt complained of dislocation. Dr. Revised cup and noticed two screws had sheared off. The cup was very well ingrown but severely anteverted. No more info available. Pt records could not be found."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.